Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed in the stomach. According to the complainant, the injection gold probe was introduced into the patient, and coagulation was performed. Subsequently, while trying to remove the needle, the electrode tip broke and detached from the sheath, as if the golden electrode tip were internally stuck to the needle. The procedure was able to be completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed in the stomach. According to the complainant, the injection gold probe was introduced into the patient, and coagulation was performed. Subsequently, while trying to remove the needle, the electrode tip broke and detached from the sheath, as if the golden electrode tip were internally stuck to the needle. The procedure was able to be completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
New information indicates that the event date is (B)(6), 2010; it was originally reported as (B)(6), 2010.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed in the stomach. According to the complainant, the injection gold probe was introduced into the patient, and coagulation was performed. Subsequently, while trying to remove the needle, the electrode tip broke and detached from the sheath, as if the golden electrode tip were internally stuck to the needle. The procedure was able to be completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned injection gold probe device was evaluated, and the reported defect was confirmed. It was observed that the distal probe tip exhibited evidence of a fracture at the transition area. It was noted that the tip transition step remained inside of the catheter. The catheter shaft was inspected as well; no anomalies were observed. Except where noted, the device appeared to be visually correct. No other damage or inconsistencies were noted to this specimen during analysis. The root cause of failure could not be determined with certainty; however, the most likely cause of the failure reported is related to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.